Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) reported that after evaluating the iabp he replaced the upper display bezel and upper hinge cover display. The stm then performed calibration verification, functionality, and safety checks to factory specifications. The iabp was then released to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave display was damaged. No further detail was provided. It is unknown when the event occurred. However no patient involvement or adverse event was reported.